Event description:
Surgeon reported a patient has an anterior capsule fibrosis. The patient had cataract extraction surgery and intraocular lens (iol) implant less than one year ago. Cause of event is not known. Photo was sent for review. Device remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a photo was received and reviewed. The iol was not visible behind the fibrosis. There was anterior cell ongrowth (aco) 360 degrees around the capsularhexis border and a central bridge formation from 10 to 5 hs. Literature indicates that although the formation of a capsule bridge is rare, it is a clinically insignificant complication and may occur even with appropriate manipulation of the iol. Literature also states if the rhexis is small (4-4.5mm) more capsular contraction and more cell activity may be observed. The device remains implanted and was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.